Event description:
Foot support board was installed and latched on the foot end of the table. When the table was stood upright, the latching mechanism on the outside released, causing the foot support to fall at an angle resulting in the pt to fall to the floor, injuring her shoulder.